Manufacturer narrative:
The esu was thoroughly inspected/tested. The generator was/is functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are working properly. Finally, there were no anomalies in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the reported information and the equipment evaluation, most likely the skin lesion was caused by the disinfectant and amniotic fluid that had pooled in the area of the patient's right buttock over the course of the procedure. Many disinfectants have an irritant effect on the skin, causing skin irritation such as redness, burning and dryness, and in rare cases contact allergic reactions. Additional intensifying factors are the pressure and weight of the patient and the shear forces that occurs during positioning of the patient. However, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a caesarean section under spinal anesthesia. The esu was used with a covidien neutral electrode [ne, part number: information not provided (ni), lot number: ni]. The ne was placed on the right side of the patient's back. No information was furnished regarding any of the other accessories used in the operation. Also, the esu settings used were not provided. The patient was in a supine position and there was a lot of blood and amniotic fluid flow during the procedure. Upon the operation, a skin lesion was discovered on the patient's right buttock. It was an elongated second-degree burn with blistering. No information was provided regarding if any treatment was given to address the patient's skin condition.